Event description:
A customer reported via phone call that their belt clip broke trying to pin the insulin pump on their bra. The customer blood glucose was 556 mg/dl. The customer stated they had an infection on their foot and that they are on antibiotics. The customer was sent a new belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.